Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Patient information could not be provided due to country privacy laws. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the machine turned off during patient use. There was no reported patient injury.

Manufacturer narrative:
Ge healthcare performed a checkout of the device and found that the batteries are faulty and need to be replaced. A quote was sent to the customer. No further actions are planned at this time.